Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On (B)(6) 2013, the patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was cutting open the catheter in the shower. Treatment was not reported. The patient was recovering from this peritonitis event. Patient injury reported: yes. Medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).